Manufacturer narrative:
Zoll has received the platform however, the investigation is still in progress. A follow-up report will be submitted when the investigation has been completed.

Event description:
During shift check, customer reported the autopulse platform (serial #(B)(4)) displayed a user advisory - "(ua) 07" (discrepancy between load 1 and load 2 too large) error message. No patient involvement.

Manufacturer narrative:
The reported complaint that the autopulse platform (serial # (B)(6) displayed a user advisory - "(ua) 07" (discrepancy between load 1 and load 2 too large) error message was confirmed during functional testing and based on the review of the archive data. The root cause of the ua07 advisory message was the defective load cell module 1. The cracked cover and the defective load cell was likely attributed to mishandling such as a drop. During visual inspection, the bottom enclosure was observed damaged, unrelated to the reported complaint. The observed physical damage was most likely attributed to user mishandling such as a drop. The bottom enclosure need to be replaced to address the issue. Review of the archive data showed multiple user advisory (ua)07 (discrepancy between load 1 and load 2 too large) advisory messages around the customer's reported event date; thus, confirming the reported complaint. Functional testing failed due to the ua07 advisory message displayed upon powering up the platform; thus, confirming the reported complaint. The load cell characterization test results confirmed load cell module1 was defective. The defective load cell module 1 need to be replaced to remedy the ua07 error message. Upon further testing, unrelated to the reported complaint, noted a sticky clutch. The root cause of a sticky clutch area is usually caused by sharp edges from all 12-hex edges of the armature plate, or due to burrs on the clutch rotor's surface. The sticky clutch's impact was not severe enough to make the platform non-functional. The clutch plate need to be deburred to remedy the problem. Zoll is waiting customer's approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with serial number (B)(6).